Event description:
The patient that she got a lost sensor alarm after inserting a new sensor. Troubleshooting revealed that the patient had inserted the sensor, but never connected the transmitter as it was still attached to the charger. The reported bg at the time of the call was 420 mg/dl, and it was treated with a manual injection. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.